Manufacturer narrative:
The closure system was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part number and lot number were not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted because the part number and the lot number were not reported. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a perclose device related to a watchman implant interventional procedure. Reportedly, an unspecified failure occurred. Another perclose device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4- the UDI number is not known as the catalogue number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.